Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the rep that the surgeon placed the instrument into the chest and the reload fell into the chest. It was the original reload. The reload was retrieved. A new instrument was used to complete the case. There was no consequence to the pt.